Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: at analysis it was noted that the universal serial bus was broken off of the mother board and that the programmer failed the external video test and the universal serial bus tests. The mother board was to be scrapped due to the damage and it was deemed that the programmer was beyond economical repair and would be scrapped. (B)(4).

Event description:
The programmer, radiofrequency programmer head and software analyzer returned with no information subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.